Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient reported to the nurse at the clinic about starting to have more incontinence accidents. It was reported on (B)(6) 2018 by the patient to the clinic that they fell and since then their therapy hadn't worked well and the patient was having incontinence issues again. X-rays were taken to check the lead placement. Caller stated the lead placement looked to be in the correct place. Caller reported the patient kept the stimulation at a low setting. Things to do with the patient were reviewed over the phone, the caller was not with the patient to perform troubleshooting at the time. No further complications were reported or anticipated.